Event description:
A user facility reported that following a glaucoma filtration shunt placement, it was noted that the tip of the shunt was inserted into the vitreous cavity. The pt's intraocular pressure was noted to be elevated at two postoperative visits and this was treated with medications. The shunt remains implanted.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. There have been no other similar complaints reported in the lot number. Additional info has been requested. (B)(4).